Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected motor errors, unusual or loud motor sounds, or prime, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button slow to respond and motor was louder and failure. No harm requiring medical intervention was reported. The device will not be returned for analysis.